Event description:
It was reported by the patient that she experienced duodenal and gastric ulcers that required emergency surgery due to blockage and internal bleeding, which she believed were related to vns. It was noted in clinic notes from the patient's most recent generator replacement surgery that she had a previous medical history of crohn's disease and gerd. However, there was no information on the relationship of the ulcers and vns. Attempts for further information were unsuccessful to date.